Event description:
Two lesions were treated approximately 27 months ago. The first lesion treated was located in the proximal lad. One endeavor stent was implanted (3.5 x 18mm stent). The second lesion treated was located in the distal lad. One endeavor stent was implanted (2.25 x 8mm stent) (MFR# 2953200-2008-00254). At 2 years post implant, the patient suffered a spontaneous gastro-intestinal bleed. The bleeding event led to a haemodynamic compromise. There was no requirement for a transfusion or inotropes. The investigator reported that the bleeding event was not related to the stent or to the procedures. It was also reported that the event was not life-threatening. The investigator reported that the patient was taking aspirin & clopidogrel/ticlopidine 24 prior to the event. Please note that this model number ensp22508x is not distributed in the us.

Manufacturer narrative:
Gi bleed.